Manufacturer narrative:
Customer complaint notes, stated the end part of the right side of the pump is getting loose. Unit received with detached end cap. Unable to perform any testing including the displacement test due to detached end cap. Pump received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4)

Event description:
Information received by medtronic indicated that the end part of the right side of the insulin pump was getting loose and off a little bit. No harm requiring medical intervention was reported. The device will be returned for analysis.